Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received keypad and beep anomalies. The customer¿s blood glucose level was 73 mg/dl. The customer that the buttons were not all responding right away. It was also reported that motor made noise during priming. The customer reported that the time clock was advancing. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back-up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test. No unexpected motor noise or audio beep anomalies noted during testing. The motor was tested outside the device and passed. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. Unit received with cracked case at the battery tube threads. Unit received with minor scratched display window and case.